Event description:
Pt safety at this facility alleged that a (B)(6) pt was returning from the bathroom, walking past the bed which was in the highest position, started to trip and fall and grabbed the footboard of the bed. The pt contacted the footboard and then the brakes became unlocked. The pt continued to fall towards a couch, the bed rolled and contacted the couch and the pt pulled the bed, tipping it onto the couch. The pt was not injured. Reference MFR report # 3006697241-2013-00065.